Manufacturer narrative:
The device passed testing by delivering a dose when the pt pendant was pressed. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver a dose when the pt pendant was pressed. At an unspecified time, the device was programmed to deliver in the pca only mode, hydromorphone 0.2mg/ml, with a 0.3mg pca dose, and an 8 min pt lockout. Immediately after the pump was programmed, the pt pressed the pt pendant. It was reported that the pump did not beep as expected when the pt pendant was pressed and that the pump had "no reaction." It was reported that the nurse checked the pt pendant and the pendant jack connection and reported that the connection was "tight and screwed in well." The pt then pressed the pt pendant again; however, a dose was not delivered. The device was removed from clinical service. Therapy was resumed within two mins using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.